Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was no damage observed on the distal tip or guidewire exit port assembly and no other visual damages were encountered upon inspection. It was observed that the catheter flushed normally when the telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the physician pushed the device forward and then retracted it back.the opticross catheter was completely removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that imaging catheter stuck in lesion occurred and withdrawal difficulties were encountered. In (B)(6) 2017, the patient was stented with a 3.0mmx28mm non-bsc stent. Six days after, the patient came back and was given a thrombolytic agent. The target lesion was located in the left anterior descending (lad) artery. A 7f 3.0mm non-bsc balloon along with a non-bsc wire was introduced for treatment. The mid-stent area had inflation difficulties, after several attempts with different balloons, only a 3.0mmx15mm non-bsc balloon catheter cross the lesion. An opticross¿ imaging catheter was advanced to visualize the lesion but it failed to cross the lesion. During withdrawal, the opticross¿ imaging catheter got stuck at the proximal of the lad artery. The procedure was completed with a 3.5mmx40mm non-bsc stent to crush the old stent into the vessel wall. No patient complications were reported and the patient's status was stable.